Event description:
An analgesia gas machine (flowmeter) was returned for repair and was received on 1/23/97 with a note saying "estimate of repair-overhaul". Upon eval it was determined that the flowmeter could flow nitrous oxide (n2o) without oxygen (o2). This instrument is designed to deliver mixed o2 and n20 to a dental pt. When o2 flow or pressure is not present, the instrument has a feature which stops the flow of n2o. This feature, therefore, had malfunctioned. The co's follow-up report of the dentist contact states "no pts were exposed to 100% n2o". Therefore, at no time did a pt receive 100% n2o from this device as a result of this malfunction. Co has previously submitted MDR's when the failsafe has malfunctioned. Under the current MDR regulations, co has determined that this category of product malfunction does not require submission of an MDR and has filed an exemption with the FDA on 11/6/96.